Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from a post market clinical follow up activity sponsored by smith and nephew. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the patient suffered from fracture atrophic non-union after having a fracture fixation surgery of the left femur using the trigen tan system. There were no signs of hardware strain or breakage. No hardware revision surgery was scheduled. The current state of health of the patient in unknown. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
Additional information: b2, b5, d10.

Event description:
It was reported that the patient suffered from fracture atrophic non-union on (B)(6) 2019 after having a fracture fixation surgery of the left femur using the trigen tan system on (B)(6) 2018. There were no signs of hardware strain or breakage. No hardware revision surgery was scheduled. The current state of health of the patient in unknown. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
Given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided the clinical root cause of the reported could not be determined and we are currently unable to rule out the patient¿s comorbidities as a contributing factor. X-ray reports for an office visit noted, ¿atrophic nonunion, but no sign of hardware strain or breakage.¿ the images were provided for review and confirm the report. It cannot be concluded there was a mal performance of the implant or implant failure of the smith & nephew product. The patient impact beyond the reported event could not be determined. For the nail, an evaluation of the manufacturing records could not be performed as the batch number was not provided. A review of complaint history for the previous 12 months did not reveal similar events for this device. For the screws, a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The complaint history review revealed similar events for these devices over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for intramedullary nail system revealed that care prior to bony union stablish to immobilize and/or externally support skeletal structures that have been implanted with surgical metallic implants until skeletal union is observed. Early weight bearing should only be considered where there are stable fractures with good bone-to-bone contact. Patients who are obese and/or noncompliant, as well as patients who could be pre-disposed to delayed or non-union, should have auxiliary support. The implant may be exchanged for a larger, stronger nail subsequent to the management of soft tissue injuries. Patients and nursing care providers should be advertised of these risks. A review of the risk management files for the nail and screws revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these three products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.